Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dream station 2 the device quit working. The patient alleged every time it runs out of water patient can smell that there is something burning when she inhales, and the device is very hot to touch especially the water tank. The device was not returned. If additional information is received a follow up report will be submitted.